Event description:
It was reported that with the ventricular autocapture turned on and a capture threshold of 3.6 v, the patient was syncopal. There was a gradual rise in threshold from 1.62 v in 2008 to 3.65 v at 0.8 ms in 2008. A strip showed ventricular pulse with no capture, followed by a backup pulse with no capture at 4.5 v. Ventricular autocapture was programmed off and output was set to 7.5 v. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.